Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient's infusion set tubing came apart from the site on (B)(6) 2025. The infusion set was in use for same day. The insertion site was abdomen. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.